Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. The patient was reimplanted with a new device during the same surgery. This report is filed december 18, 2015.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. There are plans to explant the device and reimplant the patient with a new device, however; this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed april 7, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.